Event description:
Related manufacturer reference number: 2017865-2023-46535. Related manufacturer reference number: 2017865-2023-46536. It was reported that a patient presented with dislodgement noted on the right atrial, right ventricular, and left ventricular leads due to twiddler's syndrome. The leads were explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.